Event description:
Boston scientific crm received information that the patient implanted with this product expired due to a patient infection.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Clarifying information notes that the device was explanted before the patient's death due to infection. The cause of death was related to the procedure.